Event description:
The account alleged that the scale and bed functions are not working on the bed. The account has found corrosion on the power supply board.

Manufacturer narrative:
The technician found the scale and bed motor functions would not work. He replaced the main power supply board to repair the bed.